Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The programmer displayed the ¿call your doctor¿ icon as well as a power on reset (por). The patient saw the por while getting ready for the day the morning of the report. The patient had cleared the por prior to seeing a company representative. Of note, the patient had a hard time standing the night prior and had increased pain. Upon interrogation later that day by a company representative, high impedances were seen. Impedances were greater than 10,000 ohms on ¿lead¿ 8-15. It was also stated impedances were greater than 20,000 ohms as well. The 0-7 ¿lead¿ had impedances around 500-600 ohms. It was advised an xray be taken to assess for the reason for an open circuit. There was no incident or trauma noted. The patient also stated that for the past 3-4 weeks, she hadn¿t needed to charge as frequently. She typically charged daily. It was further reported that the device and leads were reviewed under fluoroscopy on 2014 (B)(6), with no visible issues. A company representative attempted to reprogram her device on both 2014 (B)(6) and 2014 (B)(6), but was unsuccessful in achieving appropriate stimulation. The patient and physician decided to schedule a revision for 2014 (B)(6). Additional information was requested, if received, a follow up report will be sent.

Event description:
Follow up information received reported that patient had a revision procedure yesterday. It was noted that the patient was first scheduled the week before but had taken ibuprofen so the healthcare professional (hcp) postponed the revision procedure one week. The lead component of the implantable neurostimulator (ins) system that showed high impedances was replaced and, following the revision, all impedance measurements were noted to be within normal range. The patient was reported to now having excellent coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final device analysis of the lead revealed that the conductors on the body were broken at the anchor site, 21.7 cm from the distal end.